Event description:
It was reported that the tip/threaded part of an impactor sheared off inside of an insertion handle during a retrograde femoral nailing procedure on (B)(6) 2015. There was no reported surgical delay; the device was used ¿as is¿ and the procedure was successfully completed without further incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: driving cap (part # 03.010.523 / lot # 8751021 / mfg. Date: 02/2014), aiming arm (part # 03.010.486 / lot # 9102633), the returned devices shows regular use during its 1+ year lifespan. The distal threaded portion of the driving cap has sheared off and is stuck in the aiming arm. Overall, the aiming arm is in good condition with no other observable damage. The damage is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm. A visual inspection, complaint history review, drawing review, and the assessment review were performed as part of this investigation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient date of birth/age, gender, and weight are unknown. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4)- manufacturing date: february 18, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.